Event description:
It was reported the atrial lead dislodged to the tricuspid valve. It was further reported there were high thresholds with loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.